Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.

Event description:
It was reported on a television programme that, during a clinical trial for Omnipod in 2023, the patient experienced a severe hypoglycaemic event. Symptoms reported include gasping for air, being unable to move as well as being unconscious and unresponsive. Medical professionals later reportedly advised that the patient's body was effectively shutting down due to the severity of the hypoglycaemia. No information was reported regarding the exact date of the event, if medical was sought and if treatment was provided.The patient was a participant in an IRR study for Omnipod Dash. The study was not sponsored by Insulet. The patient was recently started on the Omnipod 5 system.